Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the forearm. The 80% stenosed target lesion was located in the calcified and moderately tortuous forearm shunt vessel. This 6.0 x 20/40 (4f) sterling otw balloon catheter was selected to dilate the lesion. The balloon ruptured at 10atms upon the 1st inflation. The device was removed from the patient intact. The procedure was continued with 5.0 x 20mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).